Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported I-stat act-celite cartridges were producing starred out results. No alternate act method available. A patient was having open heart surgery and there was a 3 hour delay before an act was able to be performed. There was no negative outcome to the patient. The customer states that they are using the same lot of cartridges in the cath lab and they are not having any issues.